Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and j703 and j702 were pulled off the dn pca. The root cause for the missing trunk cable was physical abuse. The root cause for the strained cable and pulled components was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.